Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction (pulled negative prior to iab removal from tray). The md inserted the super arrow-flex (saf) sheath into the femoral artery. The iab was inserted "almost entirely" through the saf sheath when resistance was met. As a result, the md removed the iab and saf sheath as one unit. The iab was shown to be fully out of the saf sheath except for approximately 1cm. The iab and saf sheath were discarded. There were no reported patient complications and no reported significant delay in treatment. A new iab was inserted sheathless. Additional information received on 03/30/2010 from the sales representative stated that there was no excessive bleeding and there is no further information available.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.